Event description:
The pt had a perforated bowel after a colonscopy. The polyp was removed from an unknown section of the bowel. There was no burn. It is unknown how large or what type polyp was removed. The pt had bleeding and was cauterized. Pt is improving but has low hemoglobin and needed transfusion. The snare was pretested. It is unknown what cautery settings, active cord or generator were used.